Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that the cause of not able to connect to implant was determined. The patient stated they had problems connecting to the communicator. They took the device to the health care provider (hcp) appointment and they connected right away. Patient sated they will keep trying. The cause of the implant being too deep was unknown. Patient stated the hcp have no problems but the patient and husband can't connect to the device. It is unknown if the issue was resolved.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they suddenly starting having urinary tract infections (utis) and had trouble at night because the urine really pours out of them. The patient said they mostly had the implant to help with their bladder. Patient said they called their regular doctor about the uti and got medication for it. Patient said they had not been able to connect to their implant since they got it. Patient said they think the doctor put the implant in deeper than they did with their previous implant so it was hard for the patient to find. During the call agent guided patient through connecting with implant. Therapy was on, patient increased stimulation to where they felt stimulation moderately. Agent redirected patient to their hcp, patient said they have an appointment with their managing hcp in another week or so.